Manufacturer narrative:
Technician found that the brakes would hold but swivel. Replaced the brake casters to resolve this issue. Unit located in a storage area.

Event description:
Info received that reported when the brake was applied, they would hold but swivel. No injury reported.